Manufacturer narrative:
H3: visually, a portion of the cuff was adhered to the tube when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and the adhered portion of the cuff remained stuck around the cuff notch of the inflation lumen. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf code b21, c21, d16 and g04134 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that package was in sealed condition prior to use. During intra-op, it was found during pre-inflation that one side of the endotracheal tube cuff was not ventilated and the other side was leaking, making it impossible to use normally. There was nonoticeable damage on the cuff and product package. There was no patient involvement.